Event description:
The patient underwent a full replacement. The explanted devices have not been received for analysis to date.

Event description:
The explanted devices were reported to have been discarded and are not available for return.

Event description:
The patient went to the ER for increased seizures and the device was checked the next day and revealed high impedance. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.